Event description:
It was reported that the patient woke up in the night and the left hand was numb and sort of "painful". The right hand was painful but not as much as the left hand. It was further reported that the left arm has been swollen since implant. Follow up information was received and indicated that the patient had not seen in the office. The nurse called the patient, it appeared the patient was feeling better and did not have symptoms. The nurse could not confirm if the previous symptoms were related to the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.